Manufacturer narrative:
(B)(4). G2: foreign ¿ event occurred in australia. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation for ¿other¿ reasons. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 18 years and 5 months post-implantation, the patient underwent a hip revision due to periprosthetic fracture following a fall. The patient was involved requiring revision surgery. It was reported that no further information is available.